Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n321344, implanted: (B)(6) 2012, product type: accessory. Product ID 3 9286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a malfunctioning spinal nerve stimulator. The battery pack was getting hot and felt extremely hot inside and out. This issue started about an hour prior to the report and gradually got hotter. The patient was not sure if she should have been calling the manufacturer or if she should have gone to the hospital. The patient stated she could feel it through the skin. It was recommended to turn the stimulation off and call the healthcare provider. Further clarification noted that this issue started on the day of the report and was not related to recharging. After the patient turned the stimulation off, the implantable neurostimulator (ins) started to cool down. Later, the manufacturer's representative (rep) reported the patient had a burning sensation when the stimulation was on or off and charging in the past. There had been a sudden burning at the ins pocket. When the patient was charging 4 days after the initial report, there was no burning sensation. There was also no burning sensation with the stimulation on or off. No traumas or falls could have been related to this issue. It was noted the patient had lost a lot of weight, but the amount of weight lost was unknown. The rep was planning on seeing the patient in a couple weeks after the report. Relevant medical history included failed back syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.